Event description:
It was reported that the patient alert had been tripped twice. It was also reported by the clinician that the right ventricular impedance has increased to greater than 1000 ohms from a baseline of 850ohms. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.